Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. Reportedly, the pump date was "off by one day". The customer was unsure how the pump date became inaccurate. Tandem technical support guided the customer through adjusting the pump date. There was no reported impact to customer's blood glucose level.